Event description:
On (B)(6) 2010, pt reported extremely high blood glucose on the morning of (B)(6) 2010. Pt was admitted to the hospital with diabetic ketoacidosis. Blood glucose was slightly elevated on (B)(6) 2010. Pt delivered a correction bolus and went to bed. Pt woke at 7:30 am on (B)(6) 2010 and was throwing up. Blood glucose was "hi" mg/dl. Pt delivered a correction bolus, but blood glucose did not decrease. At 11:30 pm., pt was still throwing up and could not catch his breath. Pt went to the hospital and blood glucose was 1250 mg/dl. Pt was treated with an insulin IV and was in intensive care unit for 2.5 days. Pt was told he may have had a heart attack. Pt was discharged on (B)(6) 2010, and blood glucose returned to target range of 100-150 mg/dl while on backup infusion device. Infusion set, insulin cartridge, battery cover, and adapter are used per spec. There were no air bubbles or blood in the infusion tubing or insulin cartridge at time of event. There were no leaks of insulin in the system. Pt heard infusion device deliver insulin and could see the cartridge getting lower. There were no changes to diet, medication, or lifestyle. Infusion device was replaced and requested for eval.